Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that during surgery, when in irrigation and aspiration mode, error 2012 (instrument host timeout error) occurred with the whitestar signature system. Customer tried restart, but there was no gain. It was reported that there was a patient involvement and the clinic was not able to restart the machine. The amo field service specialist (fss) provided a loaner system to the customer and the operation was successfully completed with the loaner unit. It was reported the operation was delayed about 2.5 hours. It was also reported the doctor used simco needle and the lens was implanted in the capsular bag. There was no issues with the patient outcome.

Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo field service specialist (fss). The fss attempted to reboot the unit but there was no gain. A loaner system was installed. All pertinent information available to abbott medical optics has been submitted.